Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for review. The log file captured a no external power event on 23apr2026 due to simultaneous power lead disconnects while the patient was switching power sources. The system controller kept alarming connect white power cable, but there was nothing wrong with the cable, no kinks, bends or bent pins. They exchanged the system controller.